Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was replaced to address an error code related to the charging of the internal battery. The customer rejected the estimate and the device was returned unrepaired. The internal battery was not replaced.